Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The calibration was last performed on 06-oct-2024 and it showed multiple cal. E alarms that were gone upon repeating the calibration. Qc recovery was acceptable on the day of the event. The alarm trace showed sample short and abnormal aspiration alarms. This is an indication of a possible sample quality. The alarm trace also showed multiple reagent < warning level alarms, a detergent short alarm, and a reagent short alarm. The field service engineer (fse) found a cracked aspiration rinse tubing on the rinse mechanism detergent nozzle. He replaced the rinse tubing and checked the cell rinse volume levels. He then performed mechanism checks, detergent prime, photometer check, ise checks, ise calibration, qc, and precision studies and they were all within specifications. The fse found that the cause of the event was a cracked aspiration rinse tubing on the rinse mechanism detergent nozzle (component failure). The service actions (replacing the rinse tubing and checking the cell rinse volume levels) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas 6000 c501 (ul) v module when compared to a different cobas 6000 c501 module. Results for the potassium (k) test were affected. Initial result: 3.92 mmol/l. This result was verified at the time of testing and reported outside the laboratory. On 17-oct-2024 the customer looked back at the initial result as it was outside the total allowable error/difference and repeated the sample. Repeat result: 4.51 mmol/l (tested on another c501). The repeat result was deemed to be correct as it was within the normal range and consistent with the patient's health. Reportedly, an amended report with the correct result was issued.